Manufacturer narrative:
Preliminary analysis confirmed that mechanical and electrical characteristics of the returned device were within specifications.

Event description:
Reportedly, during an implantation of the subject device, lead was checked and p-wave amplitude was 2.1 mv. Whilst still in the laboratory the device was checked through the programmer, the p-wave was at 0.4 mv. The wound was re-opened and the lead was re-checked. Again the p-wave was 2.1 mv. The lead was then connected back up to the device and again the p-wave only measured 0.4 mv. Device was removed and another device was implanted. The subject device will be returned for analysis.

Event description:
Reportedly, during an implantation of the subject device, lead was checked and p-wave amplitude was 2.1 mv. Whilst still in the laboratory the device was checked through the programmer, the p-wave was at 0.4 mv. The wound was re-opened and the lead was re-checked. Again the p-wave was 2.1 mv. The lead was then connected back up to the device and again the p-wave only measured 0.4 mv. Device was removed and another device was implanted. The subject device will be returned for analysis.

Event description:
Reportedly, during an implantation of the subject device, lead was checked and p-wave amplitude was 2.1 mv. Whilst still in the laboratory the device was checked through the programmer, the p-wave was at 0.4 mv. The wound was re-opened and the lead was re-checked. Again the p-wave was 2.1 mv. The lead was then connected back up to the device and again the p-wave only measured 0.4 mv. Device was removed and another device was implanted. The subject device will be returned for analysis.